Event description:
It was reported that the tip of the shaft of a matrix screwdriver broke during a post spinal fusion adjacent level procedure. Date of previous procedure is unknown. This caused an approximate 45 second delay; a back up was readily available. No reported fragments remaining. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 30 mar 2012, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part was not received as returned by the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was previously implanted with matrix construct at unknown levels on an unknown date.